Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that only the up and down arrows responds. Customer's blood glucose was 192 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.